Event description:
It was further reported that during the index procedure, after placement of the 3.0 x 12 mm and 3.5 x 24 mm promus element stents, the third diagonal branch was covered by the stents and subsequently had timi 1 flow. It was noted that it was not possible to reintroduce a guidewire into the vessel and no further treatment was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Date of birth: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, the subject was hospitalized for deterioration of general condition. The subject had low blood pressure counts and received an infusion of human embryonic stem cells (hes). Due to low blood sugar, glucose was administered cautiously. Avalox was also given due to high "crp" values and leukocytosis. The subject suddenly experienced cardiac and circulatory arrest. An attempt to resuscitate was unsuccessful. Septic shock was regarded as the most likely cause for cardiac and circulatory failure.

Event description:
(B)(4). Same case as MFR ID#: 2134265-2012-00080, 2134265-2012-00078. It was reported that post a stenting treatment procedure, patient death occurred. At the time of the index procedure, cardiac catheterization revealed 2 target lesions. The first lesion was 95% stenosed and located in the distal left anterior descending coronary artery (lad). This was treated with predilation and placement of a 3.0x24mm promus element stent and a 3.5x24mm promus element stent resulting in 0% residual stenosis. The second was a 99% stenosed lesion located in the first diagonal coronary artery. This was treated with predilation and deployment of a 2.5x8mm promus element stent resulting in 0% residual stenosis. The patient was discharged the next day. It is noted that the patient was not taking antiplatelet medications at the time of discharge. (B)(6) 2011: the patient died due to "degradation of the general state". Additional information has been requested and is not available.

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, other relevant history. (B)(4).